Manufacturer narrative:
(B)(6). This product is not marketed in the us. Claim #: (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -17.50/1.0/023 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2021 the lens was exchanged for a shorter length lens due to excessive vault and pupil block with elevated iop . This exchange resolved the problem. Cause of the event was reporter as "length icl"